Manufacturer narrative:
Evaluation summary: it was caused due to a fluid damage in the scope. This report is being filed as part of the pentax backlog management plan.

Event description:
Before the procedure, the user found that the scope was leaking during the test. Then sent it to repair. No harm was caused to the patient. This event occurred at the time of before use. There was no report of patient harm.